Event description:
Information was received from multiple sources (friend/family member, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence. It was reported that they needed to get MRI information. The caller indicated that the patient's husband reported that the ins had been turned off for months because it was broken. On (B)(6) 2025 additional information was received from the healthcare provider (hcp) that the patient had a fall and the timing was unknown to the caller. There was a concern that the leads were broken so the stimulation was shut off at that time. More recently, an x-ray was done that showed the lead was intact per the caller. The status of ins was unknown as the patient was saying the system was shut off, but it was unclear if there was communication with ins or not. No troubleshooting was performed because the patient's spouse was not there. Later that day, the patient representative reported that the patient had been in the hospital for 3 days and they wanted to do an MRI. They said that 3 months ago the stimulator was causing the patient all sorts of pain and wasn't working right so they turned it off. They also said that they were going to do a surgery to replace the whole thing again and start all over but the patient's blood sugar was too high so they canceled the surgery. They thought they saw the lady turn the device off and the pain stopped. Walked the caller through putting the device into MRI mode during the call.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2bf9c serial# implanted: (B)(6) 2021 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 17-aug-2022, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.